Event description:
The customer reported that the system exhibited a generator error. This message appears when the system detects an error in any of the registers associated with the high voltage generator. The system shuts down when this occurs. There is no report of patient injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair information is not available at this time.